Event description:
It was reported that the customer had high blood glucose levels of 274 mg/dl. The customer treated with a manual insulin injection. The customer reported that the numbers on the display of the insulin pump kept ramping up by itself during a bolus. The customer also reported a battery out limit alarm from the insulin pump after the battery was reinstalled. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power, low battery or battery out limit alarms noted. Insulin pump had an intermittent button response due to corroded keypad traces. No numbers ramping up noted. Insulin pump had a cracked case at display window corner, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).